Event description:
A journal article was received titled: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica. (2010); 44 (2):127-134. Reportedly: late postoperative complication of pain at the medial aspect of the femur in which the nail had extended to the distal femoral cortex in 11 patients was reported. Device was reported as synthes product. A copy of the journal article is being submitted with this medwatch. This report is for an end cap of the pfna system. This is 4 of 4 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. 2010; 44 (2):127-134. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.